Event description:
A report was received that during a lead revision procedure, the physician relocated the patient's pocket site due to discomfort. The physician replaced the ipg due to preference, there was no malfunction suspected.